Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that he had a low blood glucose of 40 mg/dl and the sensor reading was 100 points off. He also reported that threshold suspend was activated when the blood glucose reading was not low. He also reported issues with the sensor being bent and not sticking. Customer followed proper calibration and insertion protocol. Nothing further was reported.